Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 5.0 x 150mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third segment in the right leg. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. The site reported that on (B)(6) 2023, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion related. The patient experienced right leg extremity (rle) claudication. An intervention on (B)(6) 2023 involved pta/standard balloon angioplasty and laser atherectomy of the sfa middle third to proximal popliteal artery. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 5.0 x 150mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third segment in the right leg. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. The site reported that on (B)(6) 2023, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion related. An intervention on (B)(6) 2023 involved pta/standard balloon angioplasty and laser atherectomy of the sfa middle third to proximal popliteal artery. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.